Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The exposed cannula was observed to be kinked, and it could not be determined when this damage occurred. Attempts to retrieve data from the pod were unsuccessful as a result of extensive corrosion found on the internal components of the pod, including the pcb and batteries. Cracks were found on the outer housing of the pod, consistent with corrosion inside and consistent with the customer report of fluid inside the pod and a crack on the outer housing, though it could not be conclusively determined when these damages occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 1 and 4 hours. The patient jumped into the pool, there was a long loud beep and the pod had water in it when they went to remove it. The mother stated that the pod is cracked as well, but she thinks that happened when they were trying to stop the alarm with a paper clip after removal.